Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
This was a right total knee that was put in elsewhere. There are no primary op notes or implant records for the original surgery. Knee was identified as a duracon. Patient was complaining about instability after a fall. Knee has been in 13 years and the dr was doing an exploration of the components to see if any were loose. No components were loose but he noted there was some poly wear on the insert, so it was changed from a 9mm insert to an 11mm insert.

Manufacturer narrative:
An event regarding alleged instability involving a duracon insert was reported. The event was confirmed. Method & results: -device evaluation and results: visual, dimensional and functional inspections were not performed as product was not returned. -medical records received and evaluation: review by a clinical consultant concluded: a question might be whether this wear, even though minimal, was caused by the instability or was already present before the trauma. Given the long implantation time (13 years), some wear due to normal service life could certainly be expected although instability in the knee would certainly increase the rate of wear. As such is the wear pattern most probably caused by a mixed normal service life factor plus some increase in wear after the trauma when some instability had developed in the knee. Diagnosis: a traumatic fall of the patient 6-months before revision causing some mild ligament instability in the knee arthroplasty with persistent pain due to inflammatory reaction to pe wear debris which was solved by liner exchange to a 2-mm thicker component. -device history review: not performed as lot information was not provided. -complaint history review: not performed as lot information was not provided. Conclusions: as per clinical consultant review, the root failure cause of this pi case is patient-related due to a traumatic fall of the patient 6-months before revision causing some mild ligament instability in the knee with persistent pain which was solved by liner exchange to a 2-mm thicker component. No indication for either procedure-related or device-related factors involved. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
This was a right total knee that was put in elsewhere. There are no primary op notes or implant records for the original surgery. Knee was identified as a duracon. Patient was complaining about instability after a fall. Knee has been in 13 years and the dr. Was doing an exploration of the components to see if any were loose. No components were loose but he noted there was some poly wear on the insert, so it was changed from a 9mm insert to an 11mm insert.